Manufacturer narrative:
Product analysis: analysis noted that the negative connection on the cable was intermittently open by the plug stress relief. The cable was not returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) and cable experienced a loss of pacing and sensing while being used on a patient. Once the pacing stopped for several seconds the patient experienced syncope. A different pacing device was used to provide the patient with pacing. The epg and cable were returned for service. The cable subsequently tested out of specification during manufacturer's analysis. No further patient complications were noted.